Event description:
Related manufacturer reference number: 3006705815-2022-17737. It was reported leads were over adrenal glands causing pain. Surgical intervention took place (B)(6) 2022 and the leads were explanted.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.